Manufacturer narrative:
The technician observed evidence of fluid intrusion due to ineffective application of the rtv sealant during previous maintenance activities. The 4085 surgical table operator manual states (section 5.10), "routine maintenance: sealing table covers; whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." The 4085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specifications and returned it to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found evidence of damage to the master control board. The investigation of the subject event is in process; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table began to tilt without being commanded to do so and would not respond to hand controls resulting in a procedure delay. The procedure was completed successfully. No report of injury.